Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump would not charge on the charging pad despite a solid green indicator and correct placement with the belt clip removed, while the trainer¿s pump charged normally on the same pad; the issue was consistent with a premature battery discharge involving the battery component, and a replacement pump was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.